Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was not capturing. Reprogramming was done. The lead remains in use. It was also reported that the patient has been given varying battery life estimates that were sometimes more at subsequent device checks. The patient was told that after adjusting for the no capture on the lead, that the device had not been reset. The device remains in use. No patient complications have been reported as a result of this event.